Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. During preparation of the 3.0 x 18 mm delivery catheter, there was difficultly removing the protective sheath; however, it was removed and the device was used. Once positioned at the target lesion, there appeared to be a leak or balloon rupture and the balloon would not inflate so the delivery catheter was removed with the implant intact. A new same size device was used to treat the lesion without any issue. There was no clinically significant delay in procedure and no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheath was not returned. The reported balloon rupture could not be tested as the returned device was not returned in a condition in which the test could be performed; however, the proximal balloon seal was separated. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.